Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an app issue with the adc device. The customer experienced hypoglycemia and was treated with biscuit and fruit juice by spouse. No other details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an app issue with the adc device. The customer experienced hypoglycemia and was treated with biscuit and fruit juice by spouse. No other details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The customer reported an unspecified issue while using the librelink application. The customer was using a device that is not yet compatible with the librelink application therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.